Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-a cage fractured while the first plate was being installed. The cage was removed and replaced with another cage. There was a delay of about 30 minutes to the procedure without reported patient impacts.

Manufacturer narrative:
Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use or the cage and anchoring plate not being aligned correctly. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-a cage fractured while the first plate was being installed. The cage was removed and replaced with another cage. There was a delay of about 30 minutes to the procedure without reported patient impacts.